Manufacturer narrative:
Manufacturing site evaluation: the shunt system was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the shunt system was received submersed. No significant deformations or damage of the components (other component reported separately) were detected during the visual inspection. (Received items: shunt assistant, progav, 3rd part ventricular catheter, reservoir) permeability test- the test has shown that the shunt assistant is permeable. Computer controlled test - the test is performed with a miethke computer testing apparatus. The shunt assistant is tested by simulating a cerebrospinal fluid (csf) flow, with the valve in a vertical position, using distilled water. The valve operated within the accepted tolerance. Results - after the tests, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein), which may have caused the suspected malfunction in the past. Based on our investigation, we are unable to substantiate the claim of occlusion at the time of investigation. The shunt assistant operated within the specified tolerances, but we assume that the deposits found inside the valve could have led temporarily to functional impairment. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the blockage of shunt since early stage of the initial surgery. Initial shunt placement surgery in (B)(6) 2018. Since the initial surgery, the patient barely showed sign of reduced ventricular size, and the surgeon suspected blockage of shunt since early stage of the initial surgery. Revision surgery was done, and the surgeon manually pumped the reservoir several times and the shunt only showed one drop of csf from the outlet port. Upon this finding, the surgeon suspected blockage of the shunt. Request was addressed by the surgeon for analysis of the sample (reservoir) as well for presence of blockage .the product will be sent directly to miethke with other shunt components in (B)(4)).